Event description:
Device issue: none. Adverse event: mi and stent thrombosis requiring intervention. Onset of adverse event: after the procedure. It was reported via trial that on (B)(6) 2009, the pt underwent stenting in the predilated proximal circumflex artery with one xience v stent. On (B)(6) 2009, the pt experienced angina (chest pain radiating to back and jaw, and sweating). The pt was admitted to the hospital and was administered heparin and oral nitroglycerin tablets which relieved his symptoms. ECG showed left ventricular hypertrophy and st segment depression. The pt's condition resolved on (B)(6) /2009 and the pt was discharged. Abbott vascular medical safety monitors assessed this event as a myocardial infarction caused by a probable late stent thrombosis. Additional info received states that the pt died on (B)(6) 2010, from an intracerebral hemorrhage; however, this is not related to the device. There was no adverse pt sequela. Though requested, no additional was provided.

Event description:
Caller states patient tested approximately >5.0 inr on the coaguchek xs plus system while a comparison lab returned as 2.8 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.